Event description:
Head of theatre at the customer, reports via our sales rep, that screw was not in the package. Although the package was labeled as a kit, only the nail was in.

Event description:
Caller states neonate patient received the following performa/advantage system results within 10 minutes: 52 mg/dl/72 mg/dl, 51 mg/dl/69 mg/dl. The comparisons were performed 3 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in performa system (lot number 321017, expiration date 06/30/2011). Reference medwatch report with patient identifier (B) (6) and (B) (6) for the suspect device used in the advantage system.